Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.